Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 56 mm in diameter abdominal aortic aneurysm. The patient had a tortuous aortic neck however, it was not off label. The proximal neck was 60 mm in length and had an ¿s¿ shape contour. It was reported that the physician had difficulties trying to cannulate the contralateral limb. The second bend on the ¿s¿ of the patient¿s anatomy caused the contralateral gate to be compressed. It could be cannulated from below and from above but the wire could not be passed through the gate. The physician elected to use an aui to divert flow down the ipsilateral side (right). An ipsilateral extender was implanted into the distal right common iliac artery and a 16mm occluder plug was implanted into the left common iliac artery. A right to left fem-fem bypass graft was sewn in. No additional clinical sequelae were reported and the patient is fine.